Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four large volume folfusors underinfused. The rates of underinfusion were not reported by the customers. All four events involved a patient with no patient consequences. No additional information is available.